Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 opened sample (seems unused) with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints of this code-batch regarding the same issue, we consider that this complaint is confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment results before releasing the product were 0.57 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: taking into account that the results of samples received in the previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detached during operation. Additional information has been requested.